Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate and the machine alarmed. Estimated blood loss was 100cc's. Pt had no adverse effects and did not report any medical intervention. Sample is not available, sample was discarded.